Event description:
During a coronary drug eluting stenting treatment procedure, balloon deflation and withdrawal issues occurred. The lesion being treated was located in the left anterior descending artery (lad). The physician implanted a taxus express2 8.8% 2.75 x 28 mm drug eluting stent in the lad. The balloon did not deflate and was sticking to the stent. No pt injuries or complications were reported. Additional information has been requested.